Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when replacing the heparin cap for the patient, it was found that the blue interface (luer adapter) at the venous end of the long-term dialysis catheter had cracked, resulting in blood leakage at the luer adapter and gas leakage during the dialysis process. There was no concomitant medication/device. The catheter was repaired. It was stated that as an initial disposition, the catheter venous access port was immediately replaced. There was no reported patient injury.